Event description:
Dealer called and indicated while making adjustments to chair it took off and ran into wall with consumer in it.

Manufacturer narrative:
Replaced damaged head array cable. No defect with product. Customer is satisfied. Provider evaluated and repaired.

Event description:
Dealer called and indicated while making adjustments to chair it took off and ran into wall with consumer in it.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.